Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on january 06, 2021. Blood glucose reading when admitted to hospital was 468 mg/dl. The customer was treated with intravenous insulin drip at the hospital. Customer using auto mode feature active at the time of event. Customer treated for high blood glucose with insulin pump. The insulin pump will not be returned for analysis.